Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive was selected for use. Once the catheter was inserted into the sheath, the physician performed aspiration of the device and noticed air inside of it. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device is not expected to return as it was disposed.